Event description:
Underwent redo coronary artery bypass graft and "avr" on 4/30/98. A 40 cc intra-aortic balloon was inserted into the right femoral artery in o.r. Post-up chest x-ray shows balloon to be at the 4th intra-costal space. On 5/2/98 a small amount of blood was noted in the tubing. The intra-aortic balloon was removed at approx 0800. The pt bled from the puncture site despite application of pressure and was returned to surgery for repair approx. 5 hours later.